Event description:
Reportable based on product analysis completed (B)(6) 2012. It was reported that during a shunt percutaneous transluminal angioplasty (pta) a balloon rupture occurred. The lesion was dilated with a sterling 5mm balloon catheter and then the cutting balloon was used and the balloon ruptured at about 4atm on the first inflation. The procedure was completed with a different device. No complications were reported and the patient's status is good. However, returned product analysis revealed a partial blade detachment.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: a visual inspection of the returned device identified evidence of a leak with solidified blood within the balloon and inflation lumen. The device was connected to an inflation device but the balloon would not inflate due to the solidified material. A microscopic examination identified a pinhole tear in the balloon at proximal end of a blade and a 5mm section of a blade was detached. The pad was intact. All remaining blades were present and fully bonded to the balloon surface. The tip of the device was microscopically examined and no issues were noted with its profile. A kink was present on the shaft polymer extrusion 21.5cm from the catheter tip. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.